Event description:
It was reported that the patient experienced inappropriate shock due to the implantable cardioverter defibrillator being in backup operation. Programming changes were performed. The patient was in stable condition.